Manufacturer narrative:
The reported high impedance was not confirmed. The ipg was returned without any physical anomalies that would contribute to the issue. It successfully bonded with a lab cp multiple times without any connectivity issues observed. The universal engineering programmer (uep) inductive tool showed the device was in the therapy application state and functional. The device was tested to manufacturing specifications using the ate. The ate specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation. The ate passed all tests. No physical or functional anomaly that would contribute to the reported issue was not confirmed. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: h6 codes were updated, previous reporting neglected to mention that the device had returned for evaluation, although the conclusion was only just reached.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2021-02461. 3006705815-2021-02462. It was reported that high impedances were measured at the lead contacts. X-ray imaging confirmed that the leads had migrated. Reprogramming did not resolve the issue. There is possibly a problem with the ipg header contributing to the issue. As a result, surgery occurred in which the system was explanted and replaced, which resolved the issue.